Event description:
It was reported when using the bd vacutainer® k2 edta k2e 7.2mg blood collection tube there was overfill and stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: the stoppers of material # 367844 pop off only when there were clearly errors in sample acquisition, there was too much blood in the tubes, which pushed the stoppers. It didn't happen with samples with good sample volume.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.